Event description:
Wrong diopter: device failure not other wise specified. Case description: spontaneous report, USA, local number 2000020231us.; a physician reports not achieving the targeted correction after implanting a ceeon model 912, +22.5 diopter lens. The target correction was-6, but md ended up with refraction-13 diopters. Md plans to explant the lens and implant a new lens of 13.5 or 14.0 diopter lens. The physician requested facility verify the correct lens was in the correct package. The outcome of the quality investigation and the second surgery are unknown. Upon follow-up, results of the quality investigation revealed the lens was within specification for a model 912, +22.50d, lens. The lens was determined to be acceptable. Case comment: predicted refraction sometimes does not turnout as planned, in particular when refraction measurements are extreme. Also, the keratometry values may be off measurement or altered by the surgeon's surgery. In that case, after the lens replacement is not provided. The relation to the lens in unlikely. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor, MFR or product caused or contributed to the event.